Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.conclusion - according to the gore tag thoracic endoprosthesis instructions for use (IFU), potential device or procedure related adverse events include aneurysm expansion and reoperation.

Event description:
On (B)(6) 2012, this patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported that the patient admitted to the emergency room with abdominal pains and severe hypertension on (B)(6) 2012. Images revealed that the thoracic aneurysm had grown around the distal portion of the implanted tag device and there was also a distal dissection of the thoracic aorta. The physician implanted an additional gore tag device and the aneurysm was excluded. The patient tolerated the procedure.